Event description:
It was reported in an article (chatzikalfas, a., koulousakis , a.a.k., richter, r., matis, g. Eprf (epidural pulsed radiofrequency): a stepping stone to neuromodulation (10614). North american neuromodulation society 19th annual meeting. 2015. 337.) That out of the 68/188 patients who didn't have an adequate pain relief: 41/68 advanced to an scs treatment, 21/68 advanced to an pns/pnfs treatment and 6/68 advanced to an intrathecal pain therapy. Out of the patients with lumbago that didn't have an adequate pain relief 12 advanced to a scs treatment, 15 advanced to a pnfs treatment and none of them to an intrathecal pain therapy. Out of the patients with lumboiischalia 22 advanced to a scs therapy, 2 to a pnfs therapy and 3 to an intrathecal pain therapy. Out of the patients with other kind of pain in the extremities 7 advanced to a scs therapy, 4 to pnfs therapy and 3 to an intrathecal pain therapy. 19 patients didn't want to try any other kind of treatment. The overall complication rate was under 1%. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).